Event description:
When one of our ems units was transporting an intubated patient on the revel ventilator, an apparent blower motor malfunction occurred causing the provider to have to ventilate the patient with a bvm. FDA safety report ID # (B)(4).